Event description:
Post-operative complications were reported in a retrospective study of patients with vertebral osteomyelitis. The patients underwent a corpectomy between 2001 and 2005 using rhbmp-2 and titanium cages with either an anterior plate or anterolateral screw-rod reconstruction. It was reported that three patients experienced either dysphagia or dysphonia immediately after surgery. The symptoms resolved by post-op day 4. Radiography revealed evidence of fusion at the patients' last follow up exam.

Manufacturer narrative:
Citation: henry e. Aryan, m.d. Et al. Corpectomy followed by the placement of instrumentation with titanium cages and recombinant human bone morphogenetic protein-2 for vertebral osteomyelitis, j neurosurg spine 2007; 6:23,30. Rhbmp-2 titanium cage anterior instrumentation (details not provided). (B)(4). Multiple products from multiple manufacturers were noted in the literature article. Although it is unknown if any of the devices con tributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.